Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use. The patient was connected at the time of the alarm but did not report it until the next morning. The baxter technical service representative (tsr) informed the patient of the error's meaning. The patient stated they disconnected after the alarm occurred. The tsr reviewed the proper procedure per the user manual with the patient. The patient would contact their peritoneal dialysis nurse for further instructions. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated, they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the line. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation the root cause of the report could not be determined. The label review found the labeling adequate for potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).